Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced a shocking stimulation accompanied by muscle spasms. Diagnostics revealed the left l4 lead has all high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the l4 lead broke during the procedure and was left partially implanted in the patient.